Event description:
Reportedly, two days post-operatively, the pt reported that there was a nodule present below their belly-button. However, upon examination, the surgeon decided to wait and monitor the pt's condition. Meanwhile, in 2005, the pt reported that the nodule had become quite bothersome, therefore, an out pt surgery was performed by opening the area on the sub q, where a piece of plastic was removed and the case was completed without further incident.